Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and keys were harder to press. The customer's blood glucose value was unknown. The customer was able to rewind insulin pump and able to rewind the insulin pump. The insulin pump again alarmed unexpected restart shortly after inserting new battery. The customer was advised that the insulin pump needed to be replaced and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error and low battery alarm due to buttons not responding.